Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked at the cannula hub junction during use. The following information was provided by the initial reporter, translated from dutch: "leakage at cannula of nexiva 383532. Patient prodded, after which there appeared to be a leakage at the cannula towards the blue wing".

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked at the cannula hub junction during use. The following information was provided by the initial reporter, translated from dutch: "leakage at cannula of nexiva 383532. Patient prodded, after which there appeared to be a leakage at the cannula towards the blue wing".